Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets tubing broken events on (B)(6) 2025. Infusion sets were not used for more than three hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.